Event description:
It was reported that the tip of the device broke into the screw during the insertion (90% of the screw was inserted into the tibia). To finish the procedure, the surgeon impacted about a millimeter of the screw which was still outside. The complete hex almost broke off. The broken off hex remained in the screw inside the patient. The piece was not retrieved.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Evaluation of the returned device revealed a diagonal fracture with a rough surface and little deformation at the hex-tip proximal end where the tip joins to the shaft's cylindrical body. Complainant's event most likely caused by flexing the joint during insertion of the implant with the driver engaged or prying/leveraging of the driver while the implant is still loaded. Additionally, as reported, the driver broke off before the screw was fully inserted. The surgeon then impacted the screw the final 1 mm into the bone to seat it flush. Material analysis confirmed correct material type and hardness this is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.